Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt reported circumstances that led to issue is due to change in activity level, lying on back and standing after. Being in bed it went very high when trying to lye on their side (either side) or when they would just bend over it would change on its own and went to 4.7 when on their side. Cause is not known, stim was changing on its own. Pt have had several falls so maybe it could be due to that. Pt charge every 2 days. They called medtronic about the problem and so the machine was reprogrammed by rep and now it is working much better. Seems to be better. Pt is careful when getting up from sleeping just in case.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Provided nas information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that the controller might be malfunctioning because they are feeling an increase in the stimulation even though they were not adjusting the stimulation. Pt said they noticed this issue started about a month ago; pt added the stimulation jumps from 2.7 to 3.3 then 4.7 when they change positions. Agent had pt change groups from a to c; agent had pt observe if they are still feeling an increase on the stimulation. The patient was redirected to their healthcare provider to further address the issue.